Event description:
It was reported that the implant at tooth site #21 was removed due to peri-implantitis. (B)(6) 2014 patient was seen for 3 month post op and c/o pain in the implant area. Exam showed inflammation and a small amount of purulence on facial of implant. Some buccal bone loss. Patient was give 2 options: 1 remove implant 2 start a 5 day course of antibiotics. Patient chose to take antibiotics. Rx given for amox 500mg x15. Take 1- 3 times a day for 5 days. (B)(6) 2025 patient returns and states area still hurts. Implant removed that day and placed puros graft for future implant. (B)(6) 2025 new implant placed symptoms as a result of the event: inflammation & pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . H6: additional h6- patient codes: 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.